Event description:
It was reported that the user facility requested a functional check of the ventilator, which was connected to a patient that passed away. Further information if any ventilator malfunction in some way caused or contributed to the patient death has been requested but not received. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. A pre-use check was successfully performed and the ventilator was set to ventilate with a test lung for several hours with no issues or alarms. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use check was performed prior ventilation was started. The technical log does not contain any technical error codes to indicate any ventilator malfunction. There are no indications of any ventilator malfunction. Additional information received from the user facility stated that there are no allegation that a ventilator malfunction in some way caused or contributed to the patient death.

Event description:
Manufacturer's ref#: (B)(4).